Event description:
The pt was admitted to hosp in 2001 for treatment of flame burns to 23% of body. The pt was found unconscious in the pt's residence and transported to hosp. The pt was subsequently excised and had transcyte placed 5 days later. Six days later it was noted that the pt had declining urinary output and worsening respiratory condition. Lung cultures grew pseudomonas; urine cultures grew unidentified yeast. There was no evidence of local wound infection. The pt's condition continued to decline and the pt expired 7 days following placement of transcyte. Study staff do not believe that the death was related to the use of transcyte.